Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4); cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4); stockert rf generator: model #:m-5463-01, serial #: (B)(4); soundstar 3d 10f-90 catheter: model #: m-5723-05, lot #.: 10846835000139; webster cs with auto ID catheter: model #: d-1353-04-s, lot #.: 15678873m; lasso nav variable eco catheter: model #: d-1343-01-s, lot #: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that approximately five minutes after ablation was started during an atrial fibrillation (afib) procedure, a pericardial effusion was noted on intracardiac ultrasound. Upon ablating along the coumadin ridge of the pt's left atrium the physician did his normal periodic check for an effusion and noticed a reasonable good sized effusion in the pericardial space. The patient became hypotensive. The physician quickly aborted the ablation procedure and set up for a pericardiocentesis. Blood was called for to replace what the patient had lost as well as a cardiothoracic surgeon for backup support. The physician withdrew about 3 l of fluid from the pericardial space upon which the patient's vitals stabilized to baseline. The patient was stabilized and transferred to the ICU for observation. The ablation parameter was set to "power-control" at 40 watts rf delivery, temperature cut-off setting of 42 degrees celsius, catheter irrigation flow of setting 15 ml/min. The patient received act anticoagulation maintained at approximately 300-375. The long sheath used with the ablation catheter in the procedure was a non-bwi sheath (st. Jude sl1 8.5fr) the physician was unsure of exactly how or when the perforation occurred. He attributed it to somehow perforating the left atrial appendage.

Manufacturer narrative:
(B)(4). It was reported that approximately five minutes after ablation was started during an atrial fibrillation (afib) procedure a pericardial effusion was noted on intracardiac ultrasound. The patient became hypotensive. The physician quickly aborted the ablation procedure and set up for a pericardiocentesis. Blood was called for to replace what the patient had lost as well as a cardiothoracic surgeon for backup support. The physician withdrew about 3l of fluid from the pericardial space upon which the patient's vitals stabilized to baseline. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and all were found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrated the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.